Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. On (B)(6) 2016 the patient underwent an angiogram where a type 2 endoleak was identified. The physician elected to implant an additional suprarenal aortic extension and a non-endologix device to resolve the endoleak. Final angiogram showed a slight type 2 endoleak remaining. The patient was stable post procedure.